Event description:
Patient underwent left heart catheterization. Access was through the right femoral artery. At the completion of the procedure an attempt was made to deploy a mynx closure device. The device jammed and could not be deployed. Manual pressure was held until hemostasis was obtained. There was no patient injury.